Event description:
It was reported that the patient received inappropriate shocks. Upon explant, an insulation abrasion consistent with friction to can was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 19.0-20.5cm from the connector pin consistent with lead friction to the ICD can. The etfe coating was abraded and the re conductor was fractured at this location.